Event description:
Clinical narrative: a female patient with an unknown indication for use and a pre-support clinical state consistent with scai shock stage d was supported with an impella cp device (sn (B)(6)), implanted percutaneously via the right femoral artery on (B)(6) 2026 at 3:30 pm. The device was explanted on (B)(6) 2026 at 2:56 pm. Following removal of the impella cp, the patient's right lower extremity became pulseless and ischemic, with the limb described as dusky and pale. Limb ischemia was diagnosed based on loss of distal pulses and was noted to have begun after device removal. The arteriotomy site was closed using one 8 fr angio-seal and a perclose prostyle device. A stat CT scan was ordered for further evaluation. The ischemia did not resolve with device removal. No intervention was documented at the time to treat the limb ischemia, and no imaging of the affected vessel was available. The ischemic event involved only the right limb; no amputation occurred. The patient's acts were not between 160 and 180 seconds around the time of pump stop. There were no documented vessel conditions or other contributing factors. The device was not removed due to a failure mode, and no product was returned or requested for replacement. The patient injury was attributed to impella use. At the time of explant, the patient survived and remained alive following the event. Device involvement cannot be fully assessed without product evaluation and device return. For ischemia you can change depending on patient's history, the reported ischemia may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3. The root cause of the injury was unable to be determined due to insufficient clinical details.